Manufacturer narrative:
Block h3: the omniwire was returned in two pieces. The distal section includes a portion of the shaping ribbon, dome, and stretched distal coil; measuring approx. 16.6 cm in length. The proximal section includes the remaining portion of the shaping ribbon, composite core, distal core, sensor housing, and pressure sensor; measuring approx. 188 cm in length. At the location of the separation, the core wire and shaping ribbon were exposed, resulting in sharp edges observed. The total length combined is 204.6 cm, which is outside the measurement spec of 190 ± 5 cm due to stretching. Block h6: the probable cause of the reported failure is likely due to handling during use. Manipulation and strain can damage internal and external components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a3b, a5 & a6: gender, ethnicity and race are not available from facility. Block b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is germany. Blocks h3 & h6: the omniwire was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used for a coronary procedure in the mid rca. During use, the tip broke off in the descending aorta. The separated portion was removed by inserting a 7f sheath and retrieved with a snare. Final imaging of the rca showed no abnormalities and no fragments were left inside the patient. No patient injury reported. This adverse event and product problem is being submitted due to the tip separation, requiring intervention.